Event description:
It was reported that the patient had the spectra penile prosthesis cylinder removed as it was oversized causing glans pain and distal erosion. The erosion was treated at the hospital by disinfection and the implant size was changed. A new spectra penile prosthesis cylinder was implanted. The event resolved.

Manufacturer narrative:
D10, h3, h6, h10 h3 device evaluation the spectra cylinders and were visually and functionally tested. Cylinder 1, (12cm) was functionally bend tested and performed within specification; no damage was found. Cylinder 2, (16cm) has sharp instrument/tool damage to the outer tube, which resulted in a hole and exposed metal segments. This damage is consistent with explant damage and it will considered be secondary failure. Cylinder 2 was functionally bend tested and performed within specification. Product analysis was unable to conform the reported events.

Event description:
It was reported that the patient had the spectra penile prosthesis cylinder removed as it was oversized causing glans pain and distal erosion. The erosion was treated at the hospital by disinfection and the implant size was changed. A new spectra penile prosthesis cylinder was implanted. The event resolved..